Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on date of patient testing. Cholesterol precision testing and reagent carryover check were completed. The investigation is ongoing.

Event description:
The initial reporter questioned a high chol2 cholesterol gen.2 result for one patient on a cobas 6000 c (501) module. Patient¿s initial chol2 result was 618.6 mg/dl. This result was not reported outside the laboratory. The customer performed repeat testing and the patient¿s chol2 results were 223.5 mg/dl and 260.7 mg/dl. The chol2 reagent lot used for patient testing was 420244 with an expiration date of 31-mar-2020.

Manufacturer narrative:
The field service engineer cleaned the rinse tubing, incubation bath, and flow path for all probes. He checked the ultrasonic mixers and replaced a reagent probe. He performed preventative maintenance, a photometer check, ise checks, an incubation water exchange, and primed reagents. The investigation determined that after the service actions no further issues were reported. The sample clotting time and centrifugation time were insufficient according to the tube manufacturer's recommendations. Also, a general reagent issue could be excluded based on quality control data.